Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00362.

Event description:
This is 1 of 2 reports. A customer reported that the a2101 mayfield ultra base unit has a broken transitional member. There was no known patient involvement or delay in surgery.

Manufacturer narrative:
UDI # (B)(4). The device was returned for evaluation. The unit was received with the shock cushion worn from routine use. The 6-inch transitional was broken and needed replacement. The adjustment wrench had worn threads. General maintenance and cleaning required. The device history record (DHR) showed no abnormalities related to the reported failure. The reported complaint confirmed via inspection of the unit. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.